Event description:
Initial information was received on (B)(4) 2011, from a female consumer. This consumer used colgate motion adult dual action head power toothbrush (lot# 2840ke) beginning (B)(6) 2011 (unspecified date). On the morning of (B)(6) 2011, she brushed her teeth as usual, for less than thirty seconds and heard a big popping noise. The end cap, which had been pushed in securely, had popped off and shot across the room. The original batteries that came with the toothbrush ricocheted off her walls. She did not experience an event as a result of this incident and discontinued use of the toothbrush on (B)(6) 2011. This case number for this report is (B)(4).